Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's nurse reported via phone call that the insulin pump had critical pump error image on screen. Customer's blood glucose value was unknown. Customer's nurse reported that they received the open book image on the insulin pump screen. The device will not be returned for analysis.